Event description:
Date of event is unk. It was reported to boston scientific corp in early 2009, that the nurse revealed that a cellebrity endoscopic cytology brush, model# m00516150, lot# 8405426, had a label indicating the brush diameter to be 3.0mm. Another cellebrity endoscopic cytology brush, model# m50016150, lot# 12148394, had a label indicating the brush diameter to be 1.9mm. This issue was discovered during unpacking. The device was not used; there was no pt involvement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.